Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported 'inadequate flow rate' event could not be confirmed as controller log files were not available for analysis. Analysis of the pump revealed that the device met specifications; the device passed visual examination, dimensional verification, and functional testing. Independent pathology report revealed thrombus in the inflow cannula and on the superior surface of the impeller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Gross findings include material in the inflow cannula and the superior surface of the impeller with no evidence of internal surface abrasions. The material identified within the pump is grossly and histologically consistent with thrombosis. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a most likely root cause of the inadequate flow rate can be attributed to an occlusion of the inflow of the pump caused by thrombus formation, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received: patient was admitted to the hospital on (B)(6) 2015. It was stated that the patient was suspected to have a thrombus although patient was asymptomatic. Patient was started on integrilin and ldh improved and so integrilin was able to be discontinued and persantine increased. However pt began having low flows on lvad. A speed echo was performed and showed pump malfunction. Patient status was then upgraded to status 1ae for heart and kidney transplant due to pump thrombosis. Kidney transplant was performed on (B)(6) 2015. It was stated that the patient was discharged on (B)(6) 2015. No additional information provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. IFU states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Also lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was stated from the site that the patient came into the hospital with low flows, with flows at <2 lpm, which he tolerated well. There were "no signs of hemolysis and ldh was stable", only had "low flows and was pulsatile." Log files were stated to have been sent to the manufacturer. It was stated that the patient was admitted to the hospital and had pump explanted and was then transplanted on (B)(6) 2015. It was also stated that the patient was doing well. No additional information provided. Investigation is ongoing